Event description:
Pt, at 14 months postop experienced pain. X-ray showed the tibial insert attachment screw was not engaged. Revision surgery on 6/11/97. Tibial insert was still locked into the tibial baseplate. The attachment screw had migrated to the area around the medial femoral condyle. The surgeon replaced the tibial insert only -- he determined that the femoral component was not damaged.